Event description:
It was reported that the catheter was severed. The 99% stenosed target lesion was located in the moderately calcified superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During preparation for use, after an attempt to pull out the blue protective cover, it was noted that the catheter was severed starting from the exit as it was. The procedure was completed with another of the same device. No patient complications reported.